Event description:
It was reported that during treatment with a phoenix machine, an external fluid leak was observed from the connector of the electro valve ev2. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation; however, it was inspected on-site by a baxter qualified technician. Upon visual inspection, a fluid leakage from the hydraulic rigid connector of the electro valve ev2 was observed. The reported condition was verified. The rigid connector was replaced and no further issues were noted. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.